Event description:
Upon preparing apheresis machine (for use on therapeutic pt), centrifuge collar was being inserted a which time it was noticed that there was writing in dark ink "good test part". Disposable was immediately removed and co notified. Our concerns regarding product sterility and how "test" parts end up in an assembly line were expressed to co. Disposable was packaged in a box with several other kits. We were asked to fedex kit to co for their review.